Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix extended multiple times during implant; however, at the last helix extension it would not hold. Also, testing noted low impedance and high thresholds. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.